Manufacturer narrative:
(B)(6). A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. No hardware errors, flags or other assay issues were reported in conjunction with this event. There is no evidence that the access free t3 reagent was returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information. (B)(4).

Event description:
The customer reported obtaining an elevated free triiodothyronine (access free t3) result for one patient on the unicel dxi 800 access immunoassay system (serial number (B)(4)) that was discordant to two other methodologies and the patient clinical file. The sample generated an elevated access free t3 result, above the assay's normal reference range. The customer also analyzed the patient sample on two alternate methodologies ((B)(6)) and obtained discordant, lower free triiodothyronine results both within and below the assays' normal reference ranges. The patient's free thyroxin (access free t4) and the patient's human thyroid-stimulating hormone (access htsh) results were within normal reference ranges. The access free t3 result was reported outside the laboratory. There was no report of patient injury or change in patient treatment associated with this event. This event was reported to beckman coulter by a distributor, (B)(6). (B)(6) has provided the hospital name. The name of the hospital is (B)(6). No hardware errors, flags or other assay issues were reported in conjunction with these events. Information on the collection and centrifugation of the patient sample was not supplied. No issues with sample integrity were reported by the customer.